Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's active exhalation control module failed to close. The device was not in patient use. The device's active exhalation control module will be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control module failing was due to the solenoid valve being stuck open.